Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One image was provided for evaluation. Based on image provided, leakage can?t be confirmed. There is no noticeable any cracking on tube surface or luer lock adapter that could cause condition reported. One sample unit was received with its original packaging opened. The sample was visually inspected under normal lighting to received unit. The following components were visually inspected: luer lock adapter, reflux connector with ports, assembly connector swivel return and tube surface. During visual inspection, no marks or stains were observed on tube surface, or on reflux connector or swivel connector; however, there was a visible like a white stain in connection. This was caused by solvent absence and could cause condition reported; therefore, failure mode can be confirmed. During functional testing, a leakage test was performed in order to verify if leakage can be confirmed or not caused by cracking on luer connector and the samples did not pass the leakage test. Root cause can be determined as lack of solvent in connection. Based on root cause determined following actions will be taken. Solvent dispensers replacement implemented, containment awareness notification for failure mode reported to production personnel. All mitigations on placed were verified and it was confirmed execution accordingly.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. When performing a priming at a pre-use check, the customer found leakage of medical fluid from the part where the infusion line was connected. No patient injury.